Manufacturer narrative:
On (B)(6) 2009, allen notified the distributor that we need to have the c-prone positioner returned for evaluation. Despite several contact attempts made, the device has not yet been returned for evaluation and repair. Without return, which could yield information about the condition, use and handling of the unit - no conclusion can be drawn at this time. There was no reported injury to the patient.

Event description:
On (B)(6) 2009, a representative from our (B)(6) distributor, medico engineering, reported that a c-prone head positioner came apart during use at orthopaedic hospital in (B)(6). No injury was reported. The base of the unit was damaged and was reportedly no longer attached to the top. Allen received an email from the reporter stating that the headrest has been "modified" so that the user facility can continue to use it. Allen has instructed the distributor that this product should not be used in its current condition. Photographs of the device were returned which yielded little information about the potential cause of incident.